Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for an unrelated event. During device rv coil fracture was observed. Upon interrogation of the device, an alert for high, out of range, high voltage lead impedance was observed. Patient does not recall feeling vibratory alert. Patient was asymptomatic. Programming changes were made. Patient was equipped with a life vest and no additional plans were made. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New info received: the lead was explanted on (B)(6) 2017 via laser lead extraction. Post lead explant, fluoroscopy of the lead showed externalized conductors. Patient is stable.